Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 064) issue. The reporter stated that a call service alarm had occurred during a rewind step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/04/2014. Device evaluation: the device has been returned and evaluated by product analysis on 05/12/2014 with the following findings: call service alarms were observed in the black box and history. No alarms were reproduced during the investigation. The pump was opened and removed from the case and no internal defects were found. The bolus button was observed to be torn on the top and was fully functional. The bolus button cover was removed and no moisture or corrosion was observed in the bolus button; the button spacer was observed to be aligned properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.